Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed multiple openings and broken device through microscopic inspection assessed as surgical damage and observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis non-penetrating nicks, wear abrasion and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, corrected and/or changed data: d.4, d.9, h.3, h.6.

Event description:
Healthcare professional reported a "intracapsular/extracapsular rupture" diagnosed via MRI. This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture,

Event description:
Healthcare professional reported a "intracapsular/extracapsular rupture" diagnosed via MRI. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h6.

Event description:
Device has been explanted and replaced.